Event description:
It was reported that a shaft break occurred. A percutaneous transluminal coronary angioplasty procedure was being performed. Vascular access was obtained via the femoral artery. The 81% stenosed, 2.5x10mm, eccentric, de novo target lesion was located in the severely tortuous and severely calcified right coronary artery. The lesion contained 45 and 90 degrees lesion bend. This opticross imaging catheter was selected, during introduction due to the dense ostial calcium and acute bend in the lesion the device was unable to cross the lesion after multiple attempts. While pushing the device forward the proximal shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable.